Manufacturer narrative:
(B)(4). No product, only images were returned to assist in this investigation. This device is shipped with an instruction for use (IFU) that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU states that, "manipulation of products requires fluoroscopic control." A review of the returned images found that the images are all in one ap-plane. The filter legs are not entangled or crossed, but it appears that three of the filter legs are in the same plane and not fully expanded. The exact distance between the filter legs is unclear. It is possible that the filter legs were caught during deployment. However, it is not clear whether this was a thrombus, anatomical structure, a sidebranch or duo to a compressed ivc. As the filters are 100% inspected for expanding to correct diameter during mfg, an external environment most likely, caused this filter not being fully expanded. Based on the info provided and a review of the images, the root cause to this event is inconclusive. It was noted that the returned images also revealed another MFR's deployed filter and another filter with no clip bushing, no secondary filter wires. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.

Event description:
Info was provided that on (B)(6), 2010, the physician deployed the filter device in the pt and the legs of the filter did not deploy properly as they were stuck together. The physician was able to remove the filter and replaced it with another MFR's device.